Event description:
Customer reported the device alarmed failed battery test. Customer's blood glucose was 92 mg/dl. Alarm and possible cause were explained to the customer. Customer was advised of proper batteries to use and how to store. Alarm was cleared. Customer was advised to check battery cap and compartment for damage or corrosion, none noted. Customer was advised to clean with alcohol wipes and ensure the battery cap was fastened. Customer was informed the device will alarm failed battery test, device did not alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
The insulin pump alarmed for a failed battery test after a battery change due to a corroded battery tube. The insulin pump had a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.